Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a perforation occurred during a procedure to treat a de novo lesion below the bifurcation of the circumflex coronary artery with heavy tortuosity and heavy calcification. A 2.80 x 16 mm graftmaster covered stent was advanced to treat the perforation; however, could not cross due to the anatomy. A new 2.80 x 16 mm graftmaster covered stent was advanced and successfully deployed to treat the perforation. Post-dilatation was performed to complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.